Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed testing) was confirmed. Upon eval, the front and rear pulse wires were open inside the trunk cable. The cause of the incoming test failure is the open pulse wires. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor returned electrode belt sn (B)(4) to report that the belt was unable to undergo incoming functionality testing.